Manufacturer narrative:
Gbo complaint: (B)(4). Received 3rk 454334/b200336u for evaluation. No samples of 454334/b1912345 were received. We have no further inventory of the material/batches. We have no further complaints on the material/batches. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No deviations could be observed in the samples. Complaint could not be duplicated.

Event description:
Customer states they are having issues with the fill volume as some tubes are filling all the way. Customer advises they have tested a few tubes and found that 2 our 8 tubes tested filled just over halfway to the fill line.